Manufacturer narrative:
Additional analysis was performed on the blue sureform reload by an advanced failure analysis engineer. The initial failure analysis findings were confirmed. Review of the procedure logs indicated that a blue reload was involved in a firing failure. Completion percentage was 80 percent, which aligned with forward progress of the shuttle on the returned reload. The firing had a high peak firing force at about 694 newtons, and there was one pause for compression during the firing sequence. Visual inspection of reload revealed severe cartridge damage at the point of failure. The shuttle could not be manually moved in the proximal or distal direction. The knife cutting edge was observed to be angled down and to the left side of the reload. The cutting edge had become lodged in the material toward the bed surface but was not found to be exposed. The cartridge was broken to remove the shuttle/blade assembly. With the shuttle removed, severe cartridge damage was observed at the shuttle stopping point. The material was extremely deformed, and likely the reason the shuttle could not be manually moved. No material appeared to be missing. Minor damage was seen at the proximal end of the cartridge, and skiving on both sides of the inner knife track began around a quarter of the shuttle travel distance. The inner track skiving continued to the failure point, at which point, it appeared the damage expands and obstructs the path of the shuttle. The shuttle was inspected, and it was found to have a bent knife seat. The knife seat was moderately bent to the left side of the cartridge, aligning with the angle of the knife towards the left side. The blade was inspected, and no significant damage was observed. Damage to the inner knife track and blade position within the track suggested an unknown force pushed the knife towards the left of the cartridge during the firing. Due to the lack of damage to the knife, root cause of the damage is not determinable.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the sureform 60 stapler instrument stopped firing. The stapler instrument could be used normally before the issue occurred. The surgeon believed that the stapler instrument stopped because it was fired over overlapping staples. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the stapler instrument and reloads were inspected prior to use with no abnormality. The stapler instrument blade was exposed. The issue was resolved by replacing the stapler instrument. The issue occurred during the first fire when an overlap reconstruction surgical task was performed. The target tissue was the colon tissue. The tissue was not calcified or exposed to any radiation or chemotherapy. There was no tissue tension or tissue bunching. The reported issue involved a partial fire. There was no tissue push. The event did not involve the stapler instrument jaws opening/releasing during the firing sequence. The surgeon noticed that the issue might occurred due to residual staples being caught between the tissues. These staples fell into the patient during specimen resection before the overlap reconstruction. The staples were formed properly in b-shape. The fallen staples were removed by cleaning and suction. No additional surgical procedure required to remove the fragment. The reload was not stuck to the tissue. The system had a message stating ¿unable to complete fire¿, ¿blade maybe exposed¿, ¿tissue too thick to continue¿. There was no unplanned tissue removal. No post-operative test was performed. The patient did not return to the hospital due to any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument reload was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of firing failure to be related to the customer reported complaint. The reload was found to have a firing failure based on log review and during in-house inspection. The blade stopped around the middle but no exposed. Failure analysis was unable to inspect the blade because it is stuck in the knife track. Additional observation not reported by site that is related to the primary failure was also identified: the reload was found to have cartridge damage. The damage is located in the knife track and around where the blade stopped. No missing material.